Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that due to patient anatomy, and the way the battery was sitting it was causing ipg to not be able to be charged. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein ipg was explanted and replaced to address the issue.